Manufacturer narrative:
Resmed was provided details of the event from the patients' mother. At the time of the report there was no allegation of any device malfunction however, to ensure the device was operating as designed, resmed requested for the device be returned so an engineering investigation could be performed. The device was not returned but was provided to the (B)(6) coroner as a part of their investigation. Resmed contacted the sheriffs' department and spoke with (B)(6), (B)(6) sheriff coroner. Per the coroner, the case was closed and ruled as an accidental death with the causes of death being: interruption of mechanical ventilation for chronic alveolar hypoventilation, duchenne muscular dystrophy. According to the coroner, they were unable to find out whether the interruption of the device was due to mechanical or human error. Because the device was never returned to resmed for an investigation we are unable to determine any connection between the device and patient death. Per the stellar user guide, (contraindication): the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator. (B)(4).

Event description:
It was reported to resmed that a patient using a stellar 150 device expired while vacationing in the us.